Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had a return of symptoms. On date of initial report, they had a decaf coffee and didn't make it to the bathroom; they wet their pants. The patient noted having the stimulation under "180". They also noted that it works because the nurse zapped them, grabbed their leg, and told them to shut if off the first time they were at the healthcare provider's (hcp) office. The patient went to increase stimulation during the call, but couldn't. On thecall, they would get the ins icon followed by the synch button icon on the screen when they pressed synch. The call center instructed the caller to get a new pair of batteries. As a result of what was reported, they were going to purchase some and callback if they can't increase further. No further patient complications have been reported as a result of this event.